Event description:
It was reported that during a laparoscopic cholecsystectomy the clips did not deploy properly. They were misaligned and subsequently did not fully enter the jaws of the applier resulting in poorly formed clips that jammed the distal end of the applier. This prevented further deployment of clips. There was no patient consequence.